Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a merlin.net remote transmission revealed that the right ventricular lead exhibited intermittent loss of capture. The patient was brought into the clinic at a later unknown date and reprogramming of the device was performed. No patient symptoms or additional information was reported.